Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the silicone overmold was sliced at the electrode and straight array. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The electrode condition prevented some of the electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of no-lock was verified during the analysis of this device, however, the device recovered lock during the failure analysis process. Since failure analysis could not reacquire the no-lock condition for a significant length of time to determine the root cause of the problem, no corrective action can be implemented. Advanced bionics will continue to monitor for failure modes of this type, and will implement corrective action if necessary. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve.